Event description:
Cannot get my CPAP replaced; I received what was called an urgent recall notice from phillips respironics for my CPAP machine. I called the number provided and was told my machine had to be replaced and to stop using it. The confirmation number for this conversation is # (B)(6). I cannot stop using my CPAP machine. Philips told me they cannot tell me when they will get me a replacement but when I go on line I see they have them for sale through their distributors. How can they have them for sale but not be able to replace the recalled units? I need help with this matter it is urgent. I went on lie. FDA safety report ID # (B)(4).